Event description:
It was reported to boston scientific corporation that during a paravaginal defect repair using a capio suturing device with a braided teleflex polyester suture, the suture needle detached into the periosteum of the pelvis, and was left inside the patient. The physician is unsure what caused the needle to detach. The procedure was completed with this capio device. Per the physician in 2009, "currently (as of last week), the patient is doing well with normal recovery and no obvious sequela from the dart being in place."

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant has not indicated whether the device will be returned for evaluation, and it has not been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a paravaginal defect repair using a capio suturing device with a braided teleflex polyester suture, the suture needle detached into the periosteum of the pelvis, and was left inside the patient. The physician is unsure what caused the needle to detach. The procedure was completed with this capio device. Per the physician on (B) (6) 2009, "currently (as of last week), the patient is doing well with normal recovery and no obvious sequella from the dart being in place."